Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were charging their implant when the recharger got really hot, and then the controller went all black. The patient stated the controller went black/unresponsive about 3 days ago and they were not able to charge their implanted neurostimulator (ins). During the call, agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller powered on. The patient then re-inserted the battery and confirmed the green light on the controller was flashing. The patient saw a message that said the data has been lost, repeat set up process. (Memory problem). The patient bypassed date and time. The patient then grabbed the recharger and noted the wires were ripping apart. The issue was not resolved. A repair request was sent to replace the recharger. They were in so much pain because their back was in discomfort because they weren't getting stimulation. Patient provided updated address. See email to prs. Patient requested ID card